Event description:
A nurse from the user facility reports a haptic tore off during insertion of the intraocular lens. The capsular bag tore. Additional info has been requested.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. The mfrs internal reference number is : id061884. This report was mailed to the FDA on: 06/09/2006.